Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Product location unknown.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Device availability - the device is reportedly available for evaluation; however, it has not been received by biomet to date. In the event that the device is received and evaluated, a follow-up report will be send to the FDA to provide results.

Event description:
It was reported that patient underwent a intertrochanteric fracture procedure utilizing a lag screw drill bit on (B)(6) 2016. During the procedure, the tip of the drill bit fractured inside the patient's bone while the surgeon was reaming for the lag screw. The fractured portion of the drill bit was unable to be retrieved and remains in the patient. There was a delay of fifteen (15) to twenty (20) minutes.